Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose." Per tandem user guide: use only humalog® or novolog® u-100 insulin. Failure to do so may result in serious health consequences. H3 other text : device not returned.

Event description:
It was reported occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy. Reportedly, the customer was using the same cartridge for over 2 days with lispro insulin and sometimes uses admelog brand insulin, tandem technical support educated the customer this is considered off label insulin use per the tandem user guide.